Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The field service technician concluded the system board needs replacing to resolve the issue. Due to the age of the device, the required parts are unavailable. The customer was informed the device cannot be repaired and was advised to take it out of service. The cause of the reported issue was determined to be a faulty system board.

Event description:
The customer contacted stryker to report that their device shuts down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.